Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported during open hart surgery (cvor) the patient results were as follows: I-stat cg8+ cartridge (%pcv) - 26, 28, 32, 24, 25, 25, 22, laboratory instrument (%pcv) - 28, 29; 31; 24; 26; 25; 28. Sampling type, time frame, and if sample repeated are unknown at this time. Customer stated, based on the low I-stat result of 22 (%pcv) the patient was transfused. Customer stated that the patient was not harmed because of the transfusion.

Manufacturer narrative:
"Each time a cartridge containing a hematocrit sensor is used, the operator has the option of selecting, in addition to the sample type, the cpb compensation algorithm for samples with abnormally low protein levels. The cpb option is specifically intended for use when samples are collected from patients on cardiopulmonary bypass." I-stat system manual, section 20, theory, art: (B) (4).